Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received via email on 22-oct-2022 and attached by the manufacturer to the complaint object: prescribing physician name provided. Drug- remodulin, the route of administration was subcutaneous, the dose was 102.6 ng/kg/min with frequency continuous, the therapy start date- (B)(6) 2022, as indicated for pulmonary arterial hypertension.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is handling damage; however, this cannot be confirmed as no product was returned for investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service previously.

Event description:
It was reported that the cartridge casing on a pump was broken. The pump was replaced. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
Additional information was received via email from the customer on (B)(6) 2022 and attached by the manufacturer to complaint object. The pump was not in use with a patient when the broken cartridge casing was discovered. The patient sex was updated into the file attributes.

Manufacturer narrative:
Other text: a3: sex: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.